Manufacturer narrative:
The local area sales representative was contacted to obtain additional information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's child that the patient has been experiencing pain around the device area since implant. The patient developed a hematoma and an infection in the device area. A pocket revision procedure was performed approximately eight months post implant in which the device was implanted subpectoral due to migration in the pocket. The patient was scheduled for an ultrasound for further evaluation.